Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose readings. Assisted the customer with removing the reservoir and rewinding the insulin pump. The blood glucose readings were 420 mg/dl. Nothing further reported.